Manufacturer narrative:
Reliability analysis evaluated two open/used reservoirs. Performed pre-fill reservoir testing and found no air bubbles anomaly during analysis. Checked the o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir had air bubbles. The customer felt like they were not receiving insulin. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would have to be replaced and returned for analysis.